Event description:
The customer reported bellavista1000 us unit exhaled volumes are less than the delivered from the set volumes. Furthermore, there was no patient harm and not necessary to remove from the ventilator.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Unable to determine the root cause as the issue was resolved after a complete calibration followed by a complete verification successfully.